Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The patient's lower chest wall was jumping per the physician. Several pacing vectors demonstrated adequate capture without the presence of diaphragmatic stimulation and no further phrenic nerve stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.